Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08755 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the related svn#:(B)(6) event date of 14-apr-2025. On the primary svn#: (B)(6) event date of 17-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the related svn#: (B)(6) event date of 28-jan-2025, there is no unexpected suspends recorded in the formatted history file. However, pump error 41 alarm and pump error 43 alarm noted. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) and related svn#: (B)(6) event date of 28-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) event date of 17-mar-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 03/15/2025 08:34:00.000, 03/15/2025 08:44:00.000. Sensorexpiredalert (794) was found on: 03/13/2025 02:51:08.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 230 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. In further review of the formatted history file 1 week prior to the related svn#: (B)(6) event date of 28-jan-2025, these pump error(s)/alarm(s) were noted: pump error 43 alarm and pump error 41 alarm (file number: 121 line number: 724) were found on: 01/28/2025 23:19:56.000. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.68 mv). Pump error 43 alarm and pump error 41 alarm (file number: 121 line number: 724) were confirmed according in the formatted history file, suspected on hw. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for exposure to magnetic field or MRI was not confirmed. However, pump error 43 alarm and pump error 41 alarm (file number: 121 line number: 724) were confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose event. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis and were treated in emergency room admit and followed by hospitalization for greater than 24 hours. The event involved product(s) mmt-442ag, mmt-1884, mmt-342, mmt-7841zn, mmt-7040a. Troubleshooting was not performed. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. No product return is required for mmt-442ag. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-342. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a.